Event description:
The report from clinical study (B)(4) for patient with ID # (B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd ((B)(4)), codman coils (three (B)(4), two (B)(4)), and non codman coils of the of the right vertebral artery, and (B)(6) months after the index procedure, a follow up angiogram revealed aneurysm growth of the target site aneurysm. Action taken was additional coil embolization which was performed (B)(6) days after the onset to occlude the parent artery. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. The event outcome as of a month after onset was indicated as resolved without sequelae. It was noted that the index procedure ended with the degree of aneurysm occlusion 95%. At the time of the one year follow-up, the aneurysm had an occlusion rating of 80% which required an additional coil embolization. The occlusion rate after the staged procedure was unknown, and the event was related natural course of the symptom. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated.

Manufacturer narrative:
The report from the (B)(4) study indicated that angiography revealed aneurysm growth of the treated right vertebral artery aneurysm three months after the enterprise vrd assisted ((B)(4)) coiling with six codman coils ((B)(4)) and 10 noncodman coils (gdc/stryker). Action taken was additional coil embolization which was performed twenty days later to occlude the parent artery. After the procedure, the angiographic appearances were satisfactory and there were no issues noted. The event outcome as of a month after onset was indicated as resolved without sequelae. It was noted that the index procedure ended with the degree of aneurysm occlusion of 95%. At the time of the three month follow-up, the aneurysm had an occlusion rating of 80% which required an additional coil embolization. It was reported that the event was related natural course of the symptom. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The patient's medical history consisted of cerebral infarction. The unruptured fusiform aneurysm neck was 7.4mm, and the neck to sac ratio was 7.4mm:7.4mm. The parent vessel size diameter proximal was 2.6mm and distally was 2.5mm. Heparin 10,000u was administered the day of the procedure and one day post procedure. The act was 137 seconds pre anticoagulation and 253 seconds post anticoagulation. The occlusion rate of aneurysm was 95% after the procedure. The modified rankin scale (mrs) score before the procedure was 1 and remained a score of 1 one day, five weeks, and at the time of the one year follow-up. At the time of the three month follow-up the aneurysm neck was 15.4mm, and the neck to sac ratio was 5.4mm:7.4mm. The parent vessel size diameter proximal was 3.1mm and distally was 3.1mm. The occlusion rate of aneurysm was 80%. Antiplatelet therapy included aspirin 100mg/day for 17 days up to two and a half weeks prior to the procedure and then clopidogrel sulfate 75mg/day beginning twelve days pre index procedure until three months post index procedure. No further information is available and procedural images are not available. The products remain implanted. A review of the manufacturing documentation associated with orbit lots 15163644, 15141598, and 15162187 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Aneurysm growth after coil embolization is a known event. Factors which may have a correlation with post coil embolization re-growth include neck size, packing density, and inflow angle. The IFU precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. Based on the available information and as reported it appears that aneurysm characteristics contributed to the reported event. With review of the information and the device history records there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken. This is 3 of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00297, 1058196-2012-00298, and 1058196-2012-00299.

Manufacturer narrative:
Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011, (B)(6) 2011 - (B)(6) 2012, clopidogrel sulfate 75mg/day: (B)(6) 2011, heparin 10,000u: (B)(6) 2011, 4,000u: (B)(6) 2011. Prior to implanting the vrd, chaperon/terumo, (B)(4), trensend/stryker were utilized. Other devices utilized during the procedure were, excelsior sl10, gdc/stryker (total 10), three (B)(4), two (B)(4). No further information is available and procedural images are not available. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt. This is 3 of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00297, 1058196-2012-00298, & 1058196-2012-00299.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15163644 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is 3 of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00297, 1058196-2012-00298, and 1058196-2012-00299. Additional information will be submitted within 30 days of receipt.